Event description:
Procedure type: lap appendectomy. According to the reporter: the device was inserted, then the plastic that covers the blade fell off into the patient's cavity. Surgeon inserted another port to remove the piece in two parts. Minimal amount of delay in operating time. No bleeding or patient injury reported.

Manufacturer narrative:
(B) (4)